Manufacturer narrative:
The evaluation of the concentrator was completed on (B)(6) 2021. It was confirmed that an over-pressurization event occurred at the product tank, which caused damage to the sound box and caused the cabinet to separate. Additionally, it was observed that there was darkened tubing and an area of discoloration on the interior of the shroud that are an indication of overheating within the device. The subject concentrator falls within the scope of a field correction that was issued to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction.

Event description:
A dealer reported that the patient's family alleged that the patient was in the kitchen and heard a loud explosion. When she checked on the noise, the patient found that her irc5po2v concentrator was blown apart in the hallway. She stated that the unit was alarming, as was the smoke alarm in her home. There was no evidence of the cannula or tubing melting. There was also no allegation of injury or property damage.

Manufacturer narrative:
Photographs of the concentrator were provided, which show that the front shroud is fully detached from the unit. Also, the regulator and product tank cap are broken away from the product tank, and the sound box underneath the product tank is bent downward. This incident is being reported to the FDA out of an abundance of caution based on the evidence that the product tank experienced an over-pressurization event, resulting in the alleged noise and observed damage to the unit. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The concentrator has been returned to invacare and is pending evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
A dealer reported that the patient's family alleged that the patient was in the kitchen and heard a loud explosion. When she checked on the noise, the patient found that her irc5po2v concentrator was blown apart in the hallway. She stated that the unit was alarming, as was the smoke alarm in her home. There was no evidence of the cannula or tubing melting. There was also no allegation of injury or property damage.